Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera and the image intensifier were tested. The image intensifier and the generator cables were reconnected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message. No patient injury was reported.